Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with over-sensing. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested, but not received.

Event description:
New information received notes there were no patient consequences.